Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2023. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no patient injury.